Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the flashing display persisting after changing battery cap and crack on confirmation button. Troubleshooting was performed for blank display and noticed the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The insulin pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. Insulin pump received with cracked keypad overlay at select button.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump passed the displacement, sleep current measurement, active current measurement and self tests. The pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected during visual inspection. Unit received with a cracked keypad overlay at the select button.